Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that the system shut down on its own during the handpiece test. The system was replaced and the procedure was completed. There was no error message. There was no patient harm.

Manufacturer narrative:
The company service representative examined the system and was able to replicate the reported event. The nonconforming host module was replaced. Unrelated to the reported event, the right upper panel was replaced. The system was then tested and met all product specifications. The system manufacturing device history record (DHR) was reviewed. Based on assessment, the product met specifications at the time of release. The root cause of the reported event can be attributed to a nonconforming host module. The manufacturer internal reference number is: (B)(4).